Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the hospital biomed has resolved the issue. Therefore, service was not required to be performed by zoll. A follow-up report will be submitted if the product is returned, and the investigation has been completed.

Event description:
During the maintenance phase of the ivtm therapy for a hypothermia patient, the thermogard xp ivtm system #1 (sn unknown) generated an "air trap" alarm. No blood tinge was noted in the start-up kit (suk) #1 tubing (lot #unknown). The thermogard system was sent to the hospital biomed due to the "pump failure" alarm. The nurse stated that it is unknown when the thermogard system generated the "pump failure" alarm. The nurse replaced suk #1 with suk #2, and the ivtm therapy was resumed using thermogard system #2. Thermogard system #2 generated an "air trap" alarm, and fluid was noted on the floor near the thermogard system. The nurse replaced suk #2 to continue the patient treatment using the thermogard system #2. The customer discarded the removed suks. In addition, the nurse stated that the 500 ml saline bag was difficult to spike. Per the nurse, the spike is longer than the standard medication tubing spike, and thereby was hard to get the full spike into the bag, and it took multiple nurses to get the spike fully into the bag. No consequences or impact to the patient.